Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.

Event description:
A customer reported to baxter corporate product surveillance an unknown administration set in which a disconnection occured. According to the report, a staff member attempted to connect the set to a clearlink needleless extension tubing when it "popped" loose and sprayed the staff member in the eye. The process step is unknown. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.